Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder prosthesis surgery the blue plastic part at the front of the device was broken. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 26-jan-2022: it was confirmed that the tabs at the front part of the device broke off.

Manufacturer narrative:
Complaint confirmed, the tabs of the adapter head were found to be broken. The device showed signs of wear (faded laser markings, deformed strike cap). A likely cause is user-applied mechanical forces.